Event description:
It was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation with the tfna for the fracture of the trochanteric femur. The surgery was completed successfully without any surgical delay. However, the pseudarthrosis has occurred, and there was a possibility that the implant will break, or cut-out will occur, so that the surgeon will remove the tfna and perform the bipolar hip arthroplasty on (B)(6) 2022. According to the surgeon, the pseudarthrosis occurred because the femoral bone head was fixed with an outward bow and a gap in the calcar part. The surgeon had a poor impression with synthes product since the case of malfunctions continue. No further information is available. This complaint involves only four(4) devices.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Product complaint # (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: product code #: (B)(4). Synthes lot #: 83p2706. Manufacturing site: (B)(4). Release to warehouse date: 06jan2021. Expiration date: 01jan2031. Supplier: synthes USA hq, inc. A manufacturing record evaluation was performed for the non-sterile article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.